Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a kink in the guidewire was confirmed, but the exact mechanism of damage could not be determined. A 5fr s/l powerpicc, scalpel, syringe, guidewire, hoop, microintroducer, and paper measuring tape were returned from a powerpicc kit. The catheter, scalpel, syringe, microintroducer, and measuring tape appeared to be unused. A 90-degree kink was observed in the guidewire 1.6cm from the distal tip. The coiled end of the guidewire was protruding from the guidewire hoop. The guidewire hoop was not properly attached to the clips. The female luer that attaches to the hoop was not returned for investigation. The blue tip straightener was received separate from the hoop. The stem of the straightener that inserts into the hoop was slightly curved. A microscopic examination revealed impressions that resembled the guidewire coils on the proximal end of the tip straightener. It appears that the guidewire was kinked between the proximal end of the blue tip straightener and possibly the guidewire hoop. The time and place this damage occurred could not be determined; however, since the hoop exhibited evidence of manipulation (e.g. Hoop pulled away from clips, blue tip straightener removed, missing female luer adaptor), it is possible that the wire was inadvertently damaged during use. A lot history review (lhr) of reep2895 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that when the catheter is inserted through the wire, the wire was folded, cannot pass the catheter. (B)(6) 2021 the returned guidewire is kinked.